Manufacturer narrative:
Pt began use of super poligrip cream and super poligrip powder approximately 6 yrs prior to this report. Pt reported anti-reflux surgery in 2008. Pt stated that he is scheduled for urethra surgery due to scarring of the urethra. Super poligrip powder and super poligrip cream are mfg in another country. The lot number for super poligrip powder is known but the lot number for super poligrip cream is unk. It is unk whether the products will be returned for quality assurance testing.

Event description:
This case was reported by a consumer and described the occurrence of gastroesophageal reflux disease in a male pt who received super poligrip denture adhesive powder (denture adhesive powder-double salt) powder for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip denture adhesive cream (formulation unspecified). Concurrent medications included omeprazole (prilosec) and tamsulosin hydrochloride (flomax). On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced gastroesophageal reflux disease, forehead rash, facial rash, neck rash, rash mouth, rash on nose, rash around eyes, gastric problem, numbness below knees, inability to walk, foot cramps, spasms in feet, gum irritation, gingival bleeding, gums ruined (gums eaten away), gum ulceration, gum pain, feeling unwell, gagging sensation, felt sick (nausea) on awakening, bottom of feet hurt, facial pimples, scab on face, spitting up and urethral injury due to excretion of waste from super poligrip. The pt was hospitalized. The pt was treated with over-the counter facial cream and combivent as the pt experienced labored breathing. Pt has discontinued use of the super poligrip cream. Treatment with super poligrip powder was continued. At the time of reporting, the events of face break out, scabs on face, pimples on face, and rash on neck and forehead have improved and all other events have not resolved.